Event description:
In 2001 the end-user called medtronic minimed, USA and stated that the cannula housing became detached from the tape. On 3/4/2002 maersk medical a/s received the complaint and 7 used infusion sets. The near-incident took place in USA.